Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced prolonged hyperglycemia, with an on-pump alarm indicating glucose above 300 mg/dl for approximately 90 minutes and a reported peak of 312 mg/dl; troubleshooting included removing and replacing the connector, tubing, and infusion site, after which glucose began to decline. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no professional medical intervention. Investigation included troubleshooting and user education conducted by customer care. Investigation of this case revealed an unclear cause of the hyperglycemia. It was concluded that the event resolved following the infusion set change, with cause undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.